Manufacturer narrative:
Investigation summary: bd did not receive samples or photos for investigation. A total of 100 retained samples were visually inspected, and no factors relating to red cell hang up were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of november 2025, therefore additional testing was indicated. Factors that may contribute to red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer¿s indicated failure mode, red cell hang up, via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. This complaint has not been confirmed for the indicated failure mode red cell hang up. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst ii advance plus blood collection tubes, fifty (50) tubes exhibited red cell hang up. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst ii advance plus blood collection tubes, fifty (50) tubes exhibited red cell hang up. There was no health impact or consequences reported.